Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, #ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 62 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient presented to the clinic on (B)(6) 2018 for a regular visit where the percutaneous lead (driveline) exit site was assessed. The healthcare professional noted serosanguinous and purulent drainage from the driveline exit site. There was trauma noted on the upper part of the exit site. A wound culture was obtained and sent for results, but results have not yet been provided. The patient was given a 10 day cycle of doxycycline oral antibiotics. Additional information has been requested but not yet provided.

Manufacturer narrative:
Event: additional information; (B)(6) 2018 re-admission reported under MFR #2916596-2018-05795. Manufacturer's investigation conclusion: a specific cause of the reported events could not be conclusively established through this evaluation. The heartmate 3 lvas IFU lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also cautions the patient to stabilize their driveline at all times to avoid pulling on or moving the driveline at the exit site. Pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site, which can increase the patient¿s risk of getting a serious infection. This IFU and the heartmate 3 lvas patient handbook provide care instructions in regards to preventing infection. The patient handbook also instructs the patient to call their hospital contact immediately if any signs of infection at the driveline exit site are observed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received 16jan2019 reported the culture came back positive for pseudomonas aeruginosa and the infection is thought to be device related. The doxycycline did not resolve the infection. Patient was readmitted on (B)(6) 2018 with repeat culture also positive for pseudomonas aeruginosa and found in the driveline. Patient was prescribed ciprofloxacin (1000 mg daily) after december admission. No additional information was provided.